Event description:
Customer reported via phone call that they was hospitalized due to coronavirus on (B)(6)2022 and had a high blood glucose level in the hospital. Customer current blood glucose was 227 mg/dl. Customer had a symptoms like thirsty due to high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Auto mode was not active at time of event. Customer was treated with manual injection and insulin pump for high blood glucose. Customer alleges insulin pump was under delivering because they had a high blood glucose for 2 weeks. No further patient complications were reported. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring =¿black customer returned pump for alleged high bgs and possible under delivery on event date (B)(6)2022. The insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and p-cap locks properly into the reservoir compartment. The insulin pump passed dat test at 0.08730 inches. Unable to verify high bgs. No under delivery anomalies noted during testing. The insulin pump successfully downloaded using thump and carelink. Confirmed 37.2 u of normal bolus were delivered on event date (B)(6) 2021 between (B)(6) 2022 00:00:00.000 and (B)(6) 2022 19:14:25.000. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case and damaged display window cover. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to verify high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.